Event description:
Hcp reports via medwatch pt presented in january, 2006 with unusual and unpredictable episodes of severe pain with dystonia and on the right sidde of the face. Hcp felt the left dbs unit was misfiring and causing this reaction. The device was explanted but not returned to the manufacturer for analysis.